Event description:
Pt had groshong midline catheter placed on 4/18 for 5 days of solumedrol therapy. On 4/22/97 when flushing catheter before administering solumedrol, the catheter leaked around the hub. Rn visit made & butterfly placed to infuse last dose. Catheter rep. Notified. Per rep. The catheter is designed to have it's weak point here & blow here instead of causing venous damage.